Event description:
Customer contacted beckman coulter inc., (bci) stating that the cap on the cx cholesterol reagent was damaged that leads to the leakage. No injury was reported on this issue.

Manufacturer narrative:
Customer was sent a replacement.